Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately high compared to another device (brand not reported). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2021. The patient reported obtaining blood glucose readings of ¿360, 166, 69 and 177 mg/dl¿ with the subject meter and ¿49 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient stated that she manages her diabetes with insulin (type/dose not reported) and denied making any changes to her usual diabetes management regimen due to the alleged issue. The patient reported developing symptoms of ¿drooling, shaking, passing out and falling asleep¿ on (B)(6) 2021, after the alleged issue began. As a result of the symptoms, the patient stated emergency medical service (ems) were notified for assistance. When ems arrived, the patient claimed they treated her with orange juice and glucose tablets. The patient reported feeling better after treatment and declined to be taken to hospital. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing. The cca confirmed the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.